Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-2324pslc peek-swivelock anchor broke in half during insertion. Surgeon used another ar-2324pslc peek-swivelock to complete case. This was discovered during an internalbrace alc procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.